Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device during a patient event and the device would not recognize the defibrillation electrodes when connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and determined that the likely cause of the reported issue was due to use error. There is no evidence that a device malfunction occurred.

Event description:
The customer contacted physio-control to report that they were using this device during a patient event and the device would not recognize the defibrillation electrodes when connected to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.